Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was off calibration. It was noted that the system fan was noisy and the power cord bay assembly was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded, and updated software. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was unable to register when the stylus was being used on it. Troubleshooting steps were taken to resolve the issue including replacing the stylus but the issue remained. It was noted that the stylus calibration was off and the user was unable to access the calibration display. There was no patient involvement.